Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. The visual inspection showed a cosmetic cut on the outer insulation. No other defects or damage were noted.

Event description:
It was reported that during implant attempt, the lead was repositioned multiple times due to an increase in thresholds with every attempt. The lead was not used. No patient complications have been reported as a result of this event.